Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a mediport insertion using a micropuncture transitionless stiffened cannula access set, while accessing the subclavian vein, the user encountered difficulty advancing through the vessel and the wire was pulled back. Upon pulling back on the wire, the wire began to unravel, then sheared off. The sheared portion of the wire was removed from subcutaneous tissue with a slight cut down of the access site.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used wire guide from the micropuncture transitionless stiffened cannula access set was returned for evaluation. Upon visual inspection, the distal tip was noted to be separated from the wire. The wire guide was elongated starting from 38.5 centimeters (cm) from the proximal end and the weld was still attached. The distal tip was also noted to be bent back on itself. The length and outer diameter of the wire guide were out of specifications as a result of elongation and damage the device incurred during the procedure. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events of the finished product which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.